Event description:
The clinicans were using the device to perform therapeutic ercp procedure on a pt (age and gender unk). The complainant reported that as the clinicians were withdrawing the device, and as they exited the the biopsy cap, the catheter broke in half 2cm. From the distal end. The complainant indicated that the clinician obtained another device successfully complete the procedure. In addition, it was also reported that there no adverse affect on the pt as a result of the reported malfunction.